Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator reported via phone call that the customer was in emergency room on (B)(6) 2021 for high blood glucose of 448 mg/dl which was treated with manual injection. Customer had changed her infusion set twice and the blood glucose did not come down and customer want to test the insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood event. Customer treated their high blood glucose using insulin pump. The insulin pump will not be returned for analysis.